Event description:
It was reported in the urologia internationalis that a retrospective study was conducted to evaluate the long-term functional outcomes and quality of life after male transobturator - retrourethral sling surgery. A total of 55 cases of patients treated with transobturator - retrourethral sling were assessed, from august 2013 to july 2020. The following boston scientific product was used during the procedures: advance xp male sling. Regarding intra and postoperative complications, 17 patients experienced perioperative complications: 6 patients developed superficial perineal ecchymosis, 3 patients developed post-operative urinary retention, managed successfully in all cases with prolonged catheterization (7 days) without need of reintervention. Two additional patients had persisting voiding symptoms (weak urine stream, hesitancy, and feeling of incomplete voiding), three patients experienced superficial wound infections requiring oral antibiotics and nursing care, one patient showed signs and symptoms of urinary tract infection after catheter removal; and it was also reported two patients reported inguinal pain during 3 to 6 months after surgery requiring pain medication and physical therapy.

Manufacturer narrative:
There was no device available for analysis and there was no report of a device performance allegation during treatment. The reported patient symptoms are known risk associated with implants of these device as indicated in the instructions for use (IFU). The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. Based on the information available, a conclusion code of known inherent risk of device was assigned to this investigation.